Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>. Additional suspect medical device components involved in the event: model number/catalog number: sc-9208-15 serial number: (B)(6). Batch/lot number: 7070932 model/catalog description: recision s8 adapter 15cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-9208-15 serial number: (B)(6). Batch/lot number: 7030767 model/catalog description: precision s8 adapter 15cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient developed an epidermoid cyst within the subcutaneous implantable pulse generator (ipg) pocket, which caused discomfort and localized pain. As a result, the patient underwent a surgical repositioning procedure involving relocation of the ipg and adapters. The ipg was moved to the left chest to allow the surgeon to resect the mass from the right pocket. Postoperatively, the patients therapy was resumed immediately without interruption.